Event description:
Home patient's (hp) family member contacted baxter's technical service center for assistance during dwell 1/4 of the hp's apd therapy. Reportedly, the patient line of the homechoice set had become disconnected from the patient's transfer set, which resulted in a fluid leak. The technician assisted the family member in ending the therapy at the time of the call and family member was advised to contact the hp's rn. Follow up with the hp's rn indicated the hp completed therapy the following morning with manual exchanges. Also, the hp was currently receiving antibiotics. No patient injury reported per rn.